Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The solenoid and flow valve were replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and resolved the reported complaint. The case was completed with no further reported complaint. There was no reported patient injury.